Event description:
Additional information received noting that the patient went on to experience a "foreign body sensation of the right eye" for four months and was ultimately admitted into the outpatient department. At this point it was diagnosed as "poor conjunctival healing after right eye glaucoma surgery". Iop in the od was 21mmhg. It was also noted there was a corneal edema at this time and pigment kp (+). After admission subject was treated with anti-inflammatory medications including fluorometholone eye drops and antihypertensive eye water. Subject was discharged 2 days later. Events resolved and device remains implanted.

Event description:
Additional information clarified that the event of "poor conjunctival healing" resolved 16 days after patient was discharge from glaucoma surgery.

Event description:
Additional information received noting the event of poor conjunctival healing of the right eye is still ongoing and has not recovered.

Event description:
Additional information received noting the clinical patient was admitted to the hospital roughly 6 months after implant with "foreign body sensation in right eye for 2 months" due to "disorders of conjunctiva because right eye glaucoma postoperative healing is poor". It was noted iop in the right eye was 25mmhg. 2 days later, a surgery of "filter bubble repair and filter curtain repair and anterior chamber plasty and amniotic membrane transplantation and in conjunctival sac plasty of od" was carried out. Clinical patient was discharged on 2 days later with 10mmhg as the iop for the right eye. It was noted there is present conjunctival hyperemia. Treatment medications fo these events were noted as levofloxacin eye drops, prednisolone acetate eye drops, and tobramycin and dexamethasone eye drops. Events ultimately resolved.

Manufacturer narrative:
Continued h6 health impact codes: f2303. The event of postoperative poor healing of the conjunctiva is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
(B)(4). Concomitant therapies: tobramycin and dexamethasone ointment. The events of high intraocular pressure, corneal edema, iritis, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Clinical patient with a xen 45 gel stent implanted in the right eye experienced corneal edema, hyperemia, and anterior chamber inflammation soon after placement. Events were noted as mild, no treatment was noted, and events resolved. Approximately 3 months after implant the patient then experienced a serious adverse event of high intraocular pressure with an intraocular pressure (iop) of 26mmhg. Approximately a week after the high intraocular pressure began, patient was hospitalized due to an iop at 29mmhg. Four days into hospitalization, the patient underwent a "recanalization with anteroplasty and in conjunctival sac plasty of od" for treatment and was discharged the next day. The event resolved and iop at discharge was noted at 15.9mmhg.